Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), weight fluctuation ("weight fluctuations"), abdominal pain lower ("cramping") and abdominal distension ("bloating"). The patient was treated with surgery (essure device removal on (B)(6) 2014). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, migraine, weight fluctuation, abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, genital haemorrhage, migraine, pelvic pain and weight fluctuation to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("scvere pain") and genital haemorrhage ("excessive bleeding") in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included asthma, diffuse cystic mastopathy and generalized anxiety disorder. Previously administered products included for prevent pregnancy: ortho tri cyclin. Concurrent conditions included prolonged heavy periods, grand multiparity, endometriosis, gerd and heavy periods. Concomitant products included diclofenac sodium;paracetamol (diclomine), hydrocodone, ibuprofen and paracetamol (acetaminophen). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), weight fluctuation ("weight fluctuations"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), eye disorder ("vision/eye problems type: "), visual impairment ("vision/eye problems type: "), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type:") and back pain ("back pain"). The patient was treated with surgery (essure device removal on (B)(6) 2014, hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, migraine, weight fluctuation, abdominal pain lower, abdominal distension, vaginal haemorrhage, menorrhagia, depression, headache, tooth disorder, dysmenorrhoea, dyspareunia, eye disorder, visual impairment, fatigue, gastrointestinal disorder and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage, visual impairment and weight fluctuation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.168 kgs. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dyspareunia, dysmenorrhea, pelvic pain, back pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision/eye problems type: , fatigue, gastrointestinal or digestive system condition type:, back pain, did not undergo confirmation test. Concomitant drug, historical drug, medical history, reporter information, aka name were added. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.